Event description:
The customer's mother reported via phone call that the customer had a sensor error alert and the sensor was not lasting the full 6 days. Customer's blood glucose was 112 mg/dl. Customer's mother declined the test plug procedure because the sensor has been expired for some time. Customer also had differences between sensor glucose and blood glucose readings. Customer had a threshold suspend alarm malfunction because the pump suspended when the customer's blood glucose was about 85 mg/dl. Customer's pump was showing a reading of about 65 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.